Manufacturer narrative:
The technician found the steering hardware was broken, and installed a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the stretcher is stuck in the brake position.